Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 28oct2020.

Event description:
A hospital¿s biomedical engineer reported to philips that when trying to change settings on the respironics v60 ventilator, the numbers were ¿jumping¿ without touching the screen. The customer reported that the unit was not in use on a patient at the time of the reported device symptom. No adverse event was reported or associated with the use of this device. The device symptom was found during setup and was not in use on a patient at the time of the reported device symptom. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty front bezel. The fse replaced the front bezel. The device passed all performance verification testing and was placed back into use with the customer.

Manufacturer narrative:
G4:23feb2021; b4:24feb2021; h11:g5:k102985. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.